Event description:
During the index procedure an in.pact av access was used to treat the left arm cephalic arch. Approximately 1 month post procedure patient suffered low access flow due to stenosis. Dysfunctional avg due to low access flow. Left arm brachial cephalic avf. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received (B)(6) 2025: patient suffered left arm brachial cephalic arteriovenous fistula low access flow due to stenosis. Left arm - brachial-cephalic jump arteriovenous graft, 0.035 bentson wire was manipulated into the central veins. Angioplasty of 70% long segment stenosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.